Event description:
It was reported on (B)(6) 2012 that the patient experienced coupling and/or communication issues. It was concluded that patient compliance was the primary reason for an overdischarge. It was noted that both the last time any stimulation felt and the last recharging session were 2 to 6 months ago. Additional information received on (B)(6) 2012 reported that the patient required help to check her device. No further information was reported. Additional information received on (B)(6) 2012 reported that the patient didn't show for her scheduled appointment; it was rescheduled to (B)(6) 2012. Additional information received on (B)(6) 2012 reported that the patient did not show for her 'trickle charge' appointment for a third time. There were no further plans to meet with the patient at the time. Additional information received on (B)(6) 2012 reported that the patient had telemetry issues. The patient had not recharged her device in 2-6 months and was unable to use her system; an overdischarge was suspected. The patient stopped using her implantable neurostimulator (ins) because the batter would 'go dead after about 3 hours, with a fully recharged ins;' this had occurred the previous year. Patient outcome was not provided. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 37743, serial#: (B)(4), product type: programmer, patient. (B)(4).